Manufacturer narrative:
The system was used for treatment. A review of kit lot d320 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since (B)(6) 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, pressure dome membrane leak and tubing leak. No trends were identified. A corrective and preventive action was initiated for complaint category, pressure dome membrane leak. Service order, (B)(4), was completed. The service technician replaced two pressure sensors, cleaned the blood spill under the pumps and performed system checkout procedure with satisfactory results. No further action necessary. Analysis of the returned kit is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
Customer called to report a blood leak on the pump deck at approximately 250ml whole blood processed. Customer stated blood leak started near system pressure transducer, and estimated volume of blood spilled on the pump desk was 50ml. Customer reported that the procedure was aborted, the patient was stable, and will not require transfusion or fluids. Service order, (B)(4), was generated. The customer returned the kit for investigation.

Manufacturer narrative:
The kit and photos were returned for analysis. Analysis indicated there was no diaphragm on the system pressure dome and no loose diaphragm was found in the bag in which the kit was packaged. As all new kits are pressure tested before they are packaged, the diaphragm must have been on this system pressure dome when the kit was received at the customer and when it was installed on the customer's instrument. A pressure dome diaphragm can become unseated if the pressure dome is not installed properly on its pressure sensor. If one of the latches of the pressure dome is not seated in the circumferential groove around the sensor, then the diaphragm is not held securely between the body of the pressure dome and the top of the sensor and the diaphragm can be pushed away from the body of the pressure dome if pressure in that line is high enough. This is a common cause for a leak in a pressure dome. However, the specific root cause for a leak in a pressure dome in this case could not be determined. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).